Event description:
Information was received indicating that while in use, a smiths medical cadd solis vip pump exhibited red tangles with code 44510. No patient consequences were reported. No adverse effects were reported.